Manufacturer narrative:
After the treatment was completed, gambro technical service rep inspected the machine and found that it worked within MFR's specs. The machine has been back in service for almost two weeks and the staff has had no problems with its performance.